Event description:
It was reported that this right atrial (ra) lead exhibited an elevated threshold output due to presumed lead micro dislodgement. This ra lead was surgically revised and remains in service. No additional adverse patient effects were reported.